Event description:
It was reported that a clearlink system y-type blood/solution set was leaking blood from the port closest to the end of tubing. This was observed during the start of a blood transfusion of packed red blood cell (prbc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood. Due to the nature of the sample ,the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d9 date returned to MFR: 8/30/2022 (previously submitted as 7/18/2022). Correction made to h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing was performed and no leaks were observed. Priming was performed at the set with a bag of sterile water and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.